Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date, post-op, locking mechanism of translational plate had been detached from the plate. The patient underwent implantation surgery of the implant one year ago and is doing well clinically.